Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection was performed, which revealed the cpu board to be damaged and inoperative. The cause of this condition could not be determined. The device was swapped. Should additional information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.